Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad) extending to the mid lad. A 20 x 2.50 promus premier¿ drug eluting stent was selected for use; however, during preparation, the physician noted that the stent had not been mounted or aligned on the right position. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The maximum crimped stent profile was measured which is below the max crimped stent profile. A visual and tactile examination found no issues with the shaft profile. There was no evidence of damage to the inner wire lumen. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There is no evidence to suggest that the crimped stent moved on the balloon following the examination of the crimped stent and balloon interaction. A visual and tactile examination found no issues with the hypotube shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad) extending to the mid lad. A 20 x 2.50 promus premier¿ drug eluting stent was selected for use; however, during preparation, the physician noted that the stent had not been mounted or aligned on the right position. The procedure was completed with another of the same device. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).